Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 71 mm abdominal aortic aneurysm. Etbf2516c166ej was used on the left approach and etlw1616c124ej was used as the right contralateral limb. Approximately 76 months post procedure, a CT was performed , where a endoleak type 1b on the right limb and stent migration were observed. A endurant limb was urgently implanted due to the enlargement of the aneurysm diameter. Although there was no endoleak from the proximal side, there was a margin to the renal artery, so etcf2525c49ej was added and the procedure was completed. As per the physician the cause of the event can not be determined. No additional clinical sequelae were reported and the patient is fine.